Manufacturer narrative:
Date of event: exact date unknown, event occurred in (B)(6) 2020. The complainant was unable to report the lot number; therefore the manufacture date and expiration date are unknown. (B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a truetome 44 was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on an unknown date. According to the complainant, during the procedure, when the sphincterotome was out of the endoscope, the blade was facing the wrong direction. The procedure was completed with another of the same device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. No further information has been obtained despite good faith efforts.

Event description:
It was reported to boston scientific corporation that a truetome 44 was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on an unknown date. According to the complainant, during the procedure, when the sphincterotome was out of the endoscope, the blade was facing the wrong direction. The procedure was completed with another of the same device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. No further information has been obtained despite good faith efforts.

Manufacturer narrative:
Block b3: exact date unknown, event occurred in (B)(6) 2020. Block d4, h4: the complainant was unable to report the lot number; therefore the manufacture date and expiration date are unknown. Block h6 (device codes): problem code 3009 captures the reportable event of cutting wire orientation. Block h10: the returned truetome 44 was analyzed, and a visual evaluation noted that the working length was twisted at the distal section. A functional evaluation noted that the initial orientation when the device exited the endoscope was incorrect due to the working length being twisted. The handle was rotated to untwist the working length; however, after handle rotation the working length was observed bent. No other problems with the device were noted. The reported event was confirmed. Upon analysis, it was found that the working length was twisted causing an incorrect orientation of the device. Based on the condition of the device, the working length could have twisted upon multiple attempts to rotate the device. Additionally, the bend in the working length could have been generated if the device was hit against a hard surface , during attempts to advance through a difficult anatomy or due to the twisted condition. A review of the manufacturing documentation for this device was unable to be performed as the lot number is unknown. However, a ship history review was performed to identify the most probable lots and a manufacturing review of the most probable lots did not identify any anomalies or deviations that could have contributed to the event.